Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient received a notification for decrease pacing lead impedance. Further testing was recommended and the physician will continue to monitor the lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that externalized conductors were confirmed on x-ray. The lead was explanted.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.